Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the issue is much better now, they changed to a different setting. They think getting more at ease with the stimulator was the most helpful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they met with a manufacturer representative (rep) who changed the settings. The issue was not completely resolved. The rep said they would try something else. Patient stated it seems to need a lot of adjustments.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that the device didn't work as they got the message settings not available on friday evening. Pt said that the device worked one time but then it was no longer working. Pss reviewed screen meaning with the pt. Pss had the pt unlock the controller and settings not available appeared. Pt was using group a. Pt noted that they were supposed to have switched to group b yesterday, so pss guided the pt through switching to group b during the call. Pt then said that the device was working but the stimulation had stopped so they weren't feeling stimulation. Pss suggested that the pt increase stimulation; pt said that the controller let them increase the stimulation without the error message appearing but they still weren't feeling stimulation. Pt said that they hadn't been able to increase the stimulation on group a for two days due to the error message appearing. Pt said that they had always felt the stimulation but then they thought that the stimulation was even stronger than normal. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the pt. It was reported that their stimulator wasn't working properly and explained they weren't getting the kind of relief they were expecting. Pt had sciatica pain in both legs; their left leg was being helped but the right leg was not. Pt asked how often they could increase their stimulation settings and mentioned some groups 'had locked them out' (agent understood they were unable to turn stim up higher on those groups, as previously mentioned). Agent reviewed information. Pt said they woke up at 5am in pain and used their stimulator, and through the day experienced 7 'stimulations' and the last one took place at 8pm, with a jolt that almost made pt jump. Pt mentioned the stimulations made them feel as though they could feel their belly and legs expand, then would go down. Pt said they felt as though their legs had gotten huge and mentioned they heard something like sounds of air being let out. Pt said they could hardly walk and use a roller. Pt mentioned they had stim turned up so high that they could feel stim in their back, and asked how often that should happen - agent explained the stim is constant unless they turn off, and if they were uncomfortable they should turn stim down/off. Pt said they weren't experiencing discomfort from the stim at that moment. Pt mentioned they had done programming with a rep previously and asked if this was trial and error; agent reviewed information and redirected pt to their hcp to address the issues they were reporting. Pt noted they had a bad memory/forgot things easily.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.